Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4).

Event description:
In addition to what were previously alleged, ppf alleges pseudotumor and metal wear.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges the patient suffers from pain, discomfort, inflammation, a popping/snapping sensation and large amounts of toxic cobalt-chromium metal ions and particles to be released into patient's blood, tissue and bone. Update rec'd 6/10/2014-pfs and medical records received. Part/lot information provided. After review of the medical records there is no new additional information that would affect the existing MDR decision. The complaint was updated on: 7/2/2014. Update apr 3, 2017. Pfs and medical records received. After review of medical records for MDR reportability, revision date was reported. Revision note indicated pain and inflammation. No corrosion was noted and minimal synovial grey staining was observed and was removed. Lab results for chromium was 3.5 and cobalt was 7.0ug/l. The femoral stem has been added for high metal ions. The complaint was updated on apr 21, 2017.